Manufacturer narrative:
Fifty-seven days have passed since this issue was reported to mitek, and to date nothing has been received; however a batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore, there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other similar complaints for this lot of devices that were released to distribution. We cannot tell anything from this; cannot discern the underlying or root cause for the reported device¿s failure mode. At this point in time, no corrective or further action is warranted, however, this file will remain receptive to any potential future information received that is relative and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Our affiliate is reporting to us that during an arthroscopic shoulder repair, a portion of the distal tips of two mitek flexible suture passer needles broke off into the patient's joint space. The 1st of the 2 needles' tips was able to be retrieved; however, they could not locate the broken fragment of the 2nd needle. The procedure was extended by 60 minutes because of this; however, the repair was concluded successfully without further issue or harm to the patient. Also see associated MDR 1221934-2013-00113.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report. Awaiting return.